Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the device memory indicated a partial electrical reset. It was noted that the bit flip was likely caused by patient exposure to radiation therapy.

Event description:
It was reported that the device gave an error code due to a reset caused by a flipped bit. The reset error was cleared and the device remains in use. It was noted that the patient had undergone radiation therapy earlier that month. No patient complications have been reported as a result of this event.